Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred while charging. There was no reported impact the customer's blood glucose level. Reportedly, the customer loaded a new cartridge to address the event.